Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Sn of the electronic gas blender was not provided h11: livanova deutschland manufactures the electronic gas blender customer do not wish to have gas blender repair at this time. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic gas blender was not delivering gas properly during a procedure. There is no report of any patient injury.

Manufacturer narrative:
H11: no serial number of the involved electronic gas blender was provided to perform service activity review, nor error code was reported (if any displayed) by the customer. Based on investigations' results of similar complaints, the most likely root cause may be assigned to one of the following: - electrical failure of the gas blender components (mass flow controllers and sensors); - internal damage of the air pathway causing an air leak; - improper connection of gas hoses to the device causing air leak and preventing the blender to provide set flow. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.